Event description:
The patient experienced never having therapeutic effect and noted that the device kept "moving around". The device was removed 3 to 4 years ago. Further information was requested.

Manufacturer narrative:
.